Event description:
It was reported that the patient experienced increased ventricular heart rate over the past month, sepsis and vegetation on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtmb1d4 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.